Manufacturer narrative:
The communication issues noted appear to be directly related to the position of the ipg after migration rather than any component failure or malfunction. The ipg was replaced during the revision due to the potential for handling damage. There are no reports of any external trauma or unusual activity that took place after implanting and activating the system. The nalu system was initially implanted to replace an existing device from a different manufacturer. It is unclear if or how this may have a potential impact on the stability of the nalu implant.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was activated on (B)(6) 2025. In (B)(6) 2025 the patient reported some issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Assessment found that the ipg was difficult to palpate under the skin and imaging showed that the head of the ipg had migrated beyond the recommended depth, causing the communication issues experienced by the patient. On (B)(6) 2025 a surgical revision was performed in which the migrated ipg was removed and a new ipg was placed in a more superficial position. The implanted leads were not replaced and remain in use after connecting to the new ipg.